Manufacturer narrative:
H3: analysis of the catheter identified a break as well as a kink in the catheter body. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(4), ubd: 11-oct-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ml at 570 mcg/day) via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that during pump replacement prior to end of life (eol) exposing the pump abdominal site revealed the catheter to be kinked. It was stated that ¿no known issues with the catheter¿ were found prior to the surgery. After unkinking the catheter there was no retrograde flow of cerebral spinal fluid (csf). It was noted that upon exposing the spinal incision site the catheter was found to be completely severed. The cause and how long the catheter had been severed was unknown. The entire existing catheter was explanted and replaced. The infusion rate was decreased to 100 mcg/day from 570 mcg/day. No environmental/external/patient factors were reported that may have led or contributed to the issue. The issue was resolved. Patient status was alive, no injury. The patient¿s additional medication included: tegratol, detrol, topomax, oral baclofen, benadryl, sinequan, folvite, norco, lasix, lexapro, mobic, provigil, mycostatin, zenpep, zantac, requip. The patient¿s medical history included: traumatic brain injury (tbi) with left spastic hemiparesis, l4-5 discectomy, clavicle fracture with repair, paralysis, seizures, depression, irritable bowel syndrome, intestinal obstruction, sleep apnea, gastric bypass for obesity, right tunnel syndrome, restless leg syndrome, craniotomy, urinary incontinence.